Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system left monitor went dark during a case. No patient injury was reported.